Event description:
Medtronic received information that this bioprosthetic valve was explanted 4 months following the implant due to calcification, thrombus and a paravalvular leak (with normal neo-intima). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to host tissue on the outflow. The left right and right non-coronary commissures were intact. A tear in the non-coronary cusp along the top of the non-coronary left commissure appeared to have occurred during explant. Remnants of pannus on the left and right cusp extended into the left right inferior coaptive area and 1 to 2 mm onto both cusps. Tan thrombotic host tissue filled and stiffened all leaflets on the outflow. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth and thrombus. These findings are generally considered a patient related condition.